Manufacturer narrative:
Additional information: a2, b7, d10. H3, h6: it was reported that right hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the acetabular cup for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s 2 ½ year delay in revision had on his pain and clinical status. The micromotion is consistent with the moderately intense stress reaction around the stem. With the information provided the clinical root cause of the synovial tissue with foreign material and associated granulomatous reaction cannot be confirmed. It cannot be concluded the synovial tissue with foreign material and associated granulomatous reaction were associated with the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6, h10.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Smith and nephew has not received the explanted device or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received and/or the product evaluation offers information that is clinically relevant to the medical investigation, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient left hip on (B)(6) 2020. The revision surgery was performed due to pain, stiffness, muscle pain, loss of strength, limping, inability to walk proper, inability to run, interfered with work. The patient outcome is unknown.